Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected battery power loss alarm. Customer's blood glucose value was unknown at the time of the incident. Customer reports they were able to clear the alarm. Customer states they did receive a request to rewind pump. Pump is not alarming at time of call. Customer states the battery cap is not loose, cracked or damaged. The customer was assisted with troubleshooting. Device will not be return for analysis.